Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the charger was unable to charge a battery. The cause was isolated to internally shorted q1, u13 cmos flash microcontroller, and d2 components on the bedside board. The y1 crystal oscillator was also measuring internally open, causing fault. Upon further investigation, corrosion was found on the battery board. The root cause of the shorted components was unable to be positively identified. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.